Manufacturer narrative:
It was confirmed by the sales rep that the surgeon has kept the medical devices and refuses to release them or any additional patient information. The device was reported as an unknown accolade stem. Additionally, a mitch pcr cup, cat # 38381248, lot: unknown, manufactured by depuy was also reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's revision. Should additional information become available, a follow up report will be submitted. Not returned.

Event description:
A revision of an accolade/mitch was reported. (The mitch was removed and replaced with zimmer tm cup.)